Event description:
It was reported by medsun we received an order to replace a triple lumen PICC line for the IV therapy team due to leaking from the gray lumen. I explained the procedure, the risks, and benefits to the patient. He agreed to the procedure. Patient was draped and cleaned appropriately for the procedure, and it was found that the purple and white lumen were flushing a drawing well, but the gray one was leaking. After discussion with pa an overwire was selected to replace the PICC line. The patient was draped and cleaned per protocol. The original PICC was removed, and a wire was placed. I then proceeded to place the new PICC. The PICC would crossover the subclavian, but it would not drop down into the svc. I called for assistance. After multiple attempts to place the PICC at bedside it was decided to move the patient to the suite and place the PICC by fluoroscopy. Patient was moved to the suite with the PICC line still partially in. Patient was draped and cleaned per protocol in the suite again. Clinician was able to place the PICC line into the svc by using fluoroscopy. The PICC was secured with a securecath and hcg infused tagederm. Patient was then assisted to the waiting room to the care of family members.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.